Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a lead revision procedure on (B)(6) 2018. Prior to the procedure, review of the implantable cardioverter defibrillator showed stored episodes of myopotential oversensing resulting in instances of pacing inhibition. The device was reprogrammed and the lead revision procedure was called off. Patient was stable following the reprogramming.